Event description:
The customer indicated that the ortho provue analyzer interpreted a positive test reaction as negative. No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer arrived at the site, cleaned the reader diffuser and performed camera alignments and repairs to return the analyzer to expected operation. This customer has not logged any similar complaints against this analyzer since this incident.